Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was elevated to 1a status on the transplant list due to recurrent sustained ventricular tachycardia. The patient was treated with mexiletine and lidocaine and amiodarone infusions. A few weeks later, on an unspecified date, the patient's lactate dehydrogenase (ldh) level was 1063 u/l. The patient was started on IV heparin for suspected pump thrombus. The patient's inr was within therapeutic range. On (B)(6) 2016, the patient received a heart transplant.

Manufacturer narrative:
The evaluation of the returned device confirmed the presence of thrombus inside the pump; however, these depositions were minimally obstructive to the blood flow pathway and did not show evidence of denaturation. A correlation between the found depositions and the report of ventricular tachycardia and elevated lactate dehydrogenase levels could not be conclusively determined. During pump evaluation, the outlet stator revealed a pink, soft deposition. The deposition was loosely seated. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. The rotor revealed a pink, soft deposition. The deposition on the rotor lacked lamination and denaturation, and was not adhered to the blood-contacting surface. The structure of the deposition suggested that it did not originate on the rotor and initially developed in another location. The evaluation could not conclusively determine the origin of these depositions. Furthermore, the duration of time for which they were present inside the pump could not be conclusively determined. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.